Manufacturer narrative:
The bellows housing was replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use checkout, test is failing with high amount of gas leakage from bellow housing. The mechanical mode of ventilation is not available. There was no reported patient involvement.